Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer reported their blood glucose was 364 mg/dl when they received a no delivery alarm. Customer reported their blood glucose later rose to 434 mg/dl. The customer stated the no delivery alarm was resolved by an infusion set change. The customer declined to return the insulin pump for analysis.